Manufacturer narrative:
(B)(4): the complainant was unable to provide specific device information, therefore it is unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an unknown polypectomy snare was used during a procedure on (B)(6), 2010 (patient age, gender, and weight unknown). According to the complainant, during the procedure, they were unable to get the snare to effectively coagulate. The complainant was able to successfully complete the procedure with this device, but it was noted that the device was not working up to normal standards. Follow-up with the complainant revealed that no further information regarding the patient or procedure was available. Following the procedure, the complainant tested both the endostat unit and active cord that were used in this procedure. The complainant was able to get both devices to successfully pass several tests, and both have since been used without additional issues.